Event description:
The essure has caused many different complications in my life. My menstrual cycle has went from 2-3 days to 2 weeks, with big blood clots, severe back pain, increased migraines and painful sexual intercourse. I want to have this removed as a simple tampon even hurts. I wish my doctor was able to advise how much pain I would be in because I was advised that it would go away in a few months, well it has been almost 6 years and things are worse. Please take this product off the market.